Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer experienced at least three occurrences of the malfunction but had not reported or reset the pump for this specific malfunction in the past 24 hours. Tandem technical support decided to replace the pump, and the customer was advised to use an alternate method if necessary while continuing with the current pump.